Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker experienced blackouts, seizures, feeling lightheaded and faint and having spells of dizziness. In addition, the patient stated that the pacemaker was not performing as expected. It was mentioned that the patient requested for device explant. At this time, this pacemaker remains in service. No additional adverse patient effects were reported.